Event description:
The customer reported to philips healthcare that the ECG waveform disappeared after delivering a shock using the heartstart mrx. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.